Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6(changed from 1069 to 1528 in medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the needle break, and the bent sensor. The customer reported an issue with the sensor tape not sticking. The customer had experienced bleeding. The event involved product(s) mmt-7040b. Troubleshooting was performed for the introducer needle broke, and the non-serialized device was replaced. Troubleshooting was performed for the site issues, and the customer reported blood at site. Troubleshooting was performed for the sensor tape not sticking, bent sensor and the non-serialized product being replaced. The customer reported that the consumable or introducer needle was not fractured while in the body. No further patient complications were reported. No product return is required for mmt-7040b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.